Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection which is a known cause of a leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred between the cassette tubing and a solution bag during the last fill of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that there was a loose connection between the supply line and solution bag. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.